Event description:
Additional information received reports that the patient did set their ipg to surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction a4: patient weight has been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed in surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. No further intervention is planned at this time.